Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following malfunctions were found during the device evaluation: cable unit deformed, coupler unit does not rotate smoothly and switches can not be pressed down smoothly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the image not displayed" was caused by a disconnection caused by buckling on the cable. The event can be detected/prevented by following the instructions for use which state: about cable breakage, we confirmed the contents of the instruction manual about shipping products, and found the description below. We judge that the phenomena can be prevented by the description. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had a black image, no image on the screen. The issue was found during preparation for use in an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.